Manufacturer narrative:
A ge service representative performed an on site investigation. The push handle was replaced. The system was found to be operating as intended.

Event description:
The customer reported that the workstation side handle was broken ad fell off. There is no report of patient or staff injury.